Manufacturer narrative:
(B)(6) 2026. Awaiting further information regarding the circumstances of the incident. Visual inspection of the defect: both ends of the pins are bent but intact. No fragments remain in the patient. It appears that the report concerns the peek anchor: this implant reportedly remained in the patient without being attached. Investigation is ongoing.

Event description:
(B)(4). Incident occured in france. Complaint description: observation in 1 photo: deformed needle tips - message: "sharp tip not removed".